Event description:
The customer had received blood glucose readings in the 50's and 60's on the contour. She became unresponsive and the paramedics were called. The customer was given IV glucose. Her glucose eventually rose to 175mg/dl. The called ended before further information could be obtained. Product was not replaced.